Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed alerts for capacitor charge time limit being reached. The device was subsequently explanted. There were no consequences for the patient.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.